Manufacturer narrative:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there was a speaker malfunction issue . Additional information was received which confirmed the device had medium sound. The speaker was replaced which resolved the customers issue. The investigation concludes that no further action is required at this time. A speaker malfunction inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. This record has been deemed not-reportable.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution phone # (B)(6).

Event description:
It was reported that there was a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.